Event description:
The customer feels the cords do not last long enough. It is coming apart where it plugs into the generator and into the instrument. One cord was returned for evaluation and the outer insulation was exposing bare wires.